Manufacturer narrative:
Evaluation, results: (root cause of the event could not be determined); inherent risk of procedure (reaction); no results available since no evaluation performed (device or procedural images not provided for review); none (device not returned for evaluation). Conclusions: inherent risk of procedure (reaction); unknown (root cause could not be determined); unable to confirm complaint. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Physician successfully implanted 1 resolute integrity drug-eluting stent to a lesion in the lcx with 75% stenosis. The day after pci, the patient developed fever and the increase of crp (c-reactive protein) was confirmed by blood test. Furthermore, two weeks after pci, as the patient¿s condition was continuously not good, CT was performed and interstitial pneumonia was diagnosed. Patient was treated with medication (steroid drug) and oxygen inhalation were performed. No further clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.